Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that prior to a dialysis catheter placement procedure and upon opening the package the needle was allegedly noted to be cracked. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cmhemosplit d/l catheter kit. Components received: one 19cmhemosplit d/l catheter, one tunneler, one 15fr peel-apart sheath and a vessel dilator, one 8f dilator, one 12f dilator, two end caps and one j-tip guidewire in a guidewire hoop were returned for evaluation. Gross visual evaluation was performed. The investigation is inconclusive for the reported needle cracked issue, as no introducer needle was received with the components. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a dialysis catheter placement procedure and upon opening the package the needle was allegedly noted to be cracked. The procedure was completed using another device. There was no patient contact.